Manufacturer narrative:
A visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, inflation over rated burst pressure, interactions with other devices, anatomical conditions, a previously implanted stent or insufficient preparation prior to use. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during advancement the balloon became compromised and/or damaged against the anatomy or other devices used in the procedure resulting in the reported balloon rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
Date of event: estimated date. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the balloon of a 6x40mm armada 35 balloon catheter ruptured during use. The procedure was successfully completed as planned. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.